Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced an overstimulation sensation during a stage 1 procedure that started on 4 days ago. The patient was experiencing pain on their right side and down their leg, which occurred yesterday and progressively worsened during the day and the patient¿s health care provider (hcp) advised the patient to turn it off. It was noted that they thought the lead was implanted on the left side. The current status of the patient was that they were rather upsetand were afraid to use it as of today. It was reported that the patient could still feel it at 1v and the hcp had a discussion with the manufacturer representative who suggested decreasing the pulse width. The hcp did believe the patient was enrolled with support link. Additional information received reported that the cause of the event was unknown and was possibly the lead location. Surgical intervention of a lead revision occurred and the device would not be returned for analysis. It was noted that on (B)(6) 2014 an x-ray showed no migration. The revision occurred on (B)(6) 2014 and a lead was removed and was replaced on the left. It was reported that the right sided symptoms resolved. The signs and symptoms associated with the event were leg and foot symptoms. It was noted that the patient did not require hospitalization due to the event and the patient outcome was that they recovered without sequelae.